Event description:
The customer stated the label on a cell-dyn emerald diluent bottle scanned as 10 ml instead of 10,000 ml. The customer was not able to edit the capacity volume. The issue was resolved by loading a new lot of cell-dyn emerald diluent. There was no adverse impact to patient management reported.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the morning of (B)(6) 2010, she obtained an alleged high blood glucose reading of "455 mg/dl" with the subject meter. The cca noted that the patient manages her diabetes with insulin (self adjuster). In response to the reading, the patient claimed she adjusted her insulin accordingly and took 12 units of lantus and 8 units of humalog insulin. 3 hours later, the patient claimed she "passed out" while on a train. The patient reported that emergency services was contacted and they treated her with glucose tablets and/or glucose gel. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.